Event description:
It was reported to philips that the system shut down unexpectedly. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and evaluated the system. The analysis of the system log file revealed that there were no traces of sudden shutdown. A philips field service engineer (fse) went onsite, and the inspection did not reveal the issue that reported. However, the fse suspected that it could be caused by the software and reloaded the angiograph software as a precaution. The system was functioning and was returned to use in good working order. The codes were updated based on the investigation outcome.